Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306595 and lot number 1085214. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that while using the bd posiflush¿ normal saline syringe could not be pushed when flushed. The following information was provided by the initial reporter, translated from chinese to english: the patient treated with intravenous fluids as prescribed by the doctor. After the infusion was completed, a flush was given to seal the tube. Due to the high resistance, the static push could not move, and the tube was sealed after replacement.